Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of meniscus repair,squeezed down the firing trigger, but the plate was not deployed, suspect the internal spring was defect, could not pull the plate out. Tried many times, which result the needle was deformed. The complaint device was received and evaluated. Visual observations confirm that the both implants are within needle channel attached to suture and were not totally deployed. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to the low tension in the internal spring. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [6l38192] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in china that during the surgery of meniscus repair, it was observed that the meniscal deployment gun would not deploy when the firing trigger was squeezed down. It was reported that it might have due to the defective internal spring that the plate could not be pulled. It was tried to deploy many times which resulted to the needle being deformed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.